Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows that there were two pump modules in use at the time of the reported event which were each used to infuse a basic primary infusion at 5ml/hr and a total of 4 secondary infusions of potassium chloride central 10meq/50ml at 100ml/hr with a vtbi of 50ml as follows: at 8:33 am and 9:43 am on (B)(6) 2017, pump module s/n (B)(4) was programmed to infuse potassium chloride at the above parameters. At 8:59 am and 9:44 am, pump module s/n (B)(4) was also programmed to infuse potassium chloride at the above parameters. The volume recorded as being infused for pump module s/n (B)(4) between 8:33 am and 11:11 am was 5.915ml for the primary and 100.042ml for the secondary infusion. The volume recorded as being infused for pump module (B)(4) was 62.656ml for the primary and 100.033ml for the secondary infusion. The root cause of the customer¿s report of an overinfusion was not identified. No device was returned for investigation. No devices received, log review only

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿patient coded this morning. During am rounds patient was awake and stable. Potassium level on labs this morning was 2.0. A total of 120mcg of potassium was ordered around 8:00am. Ordered 60mcg through gastrostomy-jejunostomy (g/j) tube. Ordered 60 IV (20meq bags since he as a central line). Upon assessment in rounds, it was noted that the fluid from the g tube looked very orange and discussed with the nurse that she had given the 60meq in his j tube but it was likely leaking back into the g tube. At 9:37 I was notified that he had a "weird rhythm". Around 9:44 I was notified to come to the patient's room that he was coding. When I arrived the patient was in pulseless electrical activity (pea) and receiving compressions. I notified the team that the potassium had been 2.0 this morning and he had been getting supplemented. Asked nurse how much he had received so far and she stated"30 IV". There was a bag of potassium hanging that was empty.code labs revealed that his k was over 9 and he received insulin/d50/and calcium . Notified nurse supervisor and asked her to save IV pump. He survived the code and was transferred to ccmu. Mar is charted as 20meq bags hung at 0832, 0908, and 0944." The customer later reported that the patient stabilized after the event.